Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported there was a communication issue between the patient's ((B)(6)) ipg and an external programmer. Diagnostic system testing indicated normal impedances. However, the patient lost stimulation and it could not be restored with the external programmer. Surgical intervention is pending to address the issue. The model number and implant date of the lead (octrode) is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention (date is unknown) during which the lead was 'corrected'. The details remain unknown at this time; however, it was reported the ipg remains implanted and therapy was restored following the procedure.

Event description:
Further information identified the communication issue between the programmer and the patient's ipg is resolved. Sjm was not present at the procedure. No further information could be obtained.